Event description:
During an anterior cervical fusion procedure, the surgeon was biting the pt's bone with a #1 gold tip kerrison rongeur. The tip of the instrument (1mm) broke off and was suctioned into the unretrievable canister. There were x-rays taken and there was no retained fragments left in the pt.